Event description:
Patient did not think patient's pump was delivering insulin due to patient's extremely high blood sugar. Pt was admitted to the hospital for diabetic keto-acidosis. Pt and spouse admit that the pt is non-compliant in checking blood glucose levels. Pt admitted also that "pt rarely checks pt's blood sugar."